Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the proximal section (bladder pigtail) was detached 4.7 cm from the tip. A functional evaluation noted that a mandrel was able to be inserted through the device with no resistance. The suture string was returned loaded and cut with the device. No other problems with the device were noted. The reported event was confirmed. Analysis of the returned device revealed that the proximal section (bladder pigtail) was detached 4.7 cm from the tip. This problem found could have been interpreted by the customer as the reported event of stent shaft break and coil detached, however only coil detached was confirmed. The problem found of bladder pigtail detached is an problem that could have been generated by the user or due to interacting of the device with the suture string or other devices involved during preparation and procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a transurethral nephrolithotomy procedure performed on (B)(6) 2021. According to the complainant, the physician found the stent was broken along the shaft and the pigtail coil was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a transurethral nephrolithotomy procedure performed on (B)(6) 2021. According to the complainant, the physician found the stent was broken along the shaft and the pigtail coil was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.